Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was discovered that the small battery drive device had severe vibrations which eventually caused the oscillating saw attachment device to unlock while in use together. According to the report, the system came completely unscrewed and would not stay locked while in use. It was further reported that the handpiece had notable wear and tear and would run a little smoother when the saw blade was removed. The reporter stated that the length, weight and torque may have some role in this. There were no delays to the surgical procedure. It was reported that a spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was documented as unknown in the initial report. It has been updated to (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 14, 2011. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling head was damaged, wire insulation on the electronic control unit was cracked, and bearings and seals were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.